Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100694664 model/catalog description: control pump fgs iz unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100701191 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient's artificial urinary sphincter (aus) stopped working properly and experienced incontinence after the patient strongly coughed. The device was explanted and there was no fluid loss. The device was then replaced. No additional patient complications were reported.